Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The insulin is performing within specs. No further eval of the device is required.

Event description:
A positive advia centaur xp troponin ultra result was obtained on a pt sample. The second result was negative. The pt sample was tested again on two advia centaur xp instruments. The results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.